Event description:
It was reported there was an infection at the site of the right burr hole. The pocket was tender as well and the surgeon removed the entire implanted system. The patient status at the time of report was alive with no injury. There was redness and swelling at the device pocket and lead location. It was further reported there was red inflammation by the right burr hole. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0bh4q, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0cce6, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0bh4q, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0cce6, implanted: (B)(6) 2014, product type lead. (B)(4).